Event description:
The patient reported that over the course of a year, patient has had 3 v-go's where the needle button popped out within an hour or two. The patient stated that the needle button popped out most recently about two weeks ago.